Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose with blood glucose of 51 mg/dl at the time of the incident. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the pump was delivering more insulin than programmed. Troubleshooting was not completed but the pump passed a displacement test. The caller stated they locked the keypad and the boluses sent to bolus history were not programmed by them. The insulin pump will not be returned for analysis.